Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced chest pain. The index procedure treated the proximal circumflex. Treatment consisted of placement of a 3.50x32mm taxus express2 stent. The same day following the index procedure, the patient experienced chest pain, unknown origin, which was medically treated without residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.